Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.